Manufacturer narrative:
An attempt to reproduce the issue was not performed as testing or reproduction would not yield results that would confirm or deny the issue. Instead this issue would be investigated through database application logs. This issue is confirmed. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the ""sw requirement doc"" field. After a thorough investigation the software support team confirmed there appears to be a large number of disconnects from the patient app and pump which would result in data not being sent and showing as no data on the cp app. The patient needs to make sure the app is connected and that it remains in close proximity with the pump. The most likely root cause is the patient app is not connected with the pump. To assist with the resolution of the issue, we provided the helpline team with the following workaround to ensure that it is addressed effectively: there appears to be a large number of disconnects from the patient app and pump which would result in data not being sent and showing as no data on the cp app. Please make sure the patient is connected to the app and that it remains in close proximity with the pump. If disconnects are still occurring, have the patient try the steps below to re-pair and reconnect. Basic steps: turn bluetooth off, wait 30 seconds, turn bluetooth back on. When attempting to pair, do not leave the pairing screen during the progress spinner, and respond to any prompts that may appear. Try to pair the pump and device in another location, with a lower potential level of electromagnetic noise (common sources - active wi-fi networks & bluetooth connections nearby). Advanced steps: clear data of bluetooth app: settings, apps, manage apps, find and tap on bluetooth app, clear data (if this option is often greyed out on most phones, then try the reset network settings instead). Reset network/bluetooth settings: settings, general management, reset, reset mobile network settings & reset wi-fi and bluetooth settings. Uninstall app, restart phone, turn bluetooth off then on, reinstall app. The helpline has reported they have conveyed the recommendation steps to the patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the care partner not receiving data from the customer. The customer reported no adverse event. The event involved product(s) mmt-6111. Troubleshooting was performed and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. A product return is not applicable for non physical devices.